Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4) and (B)(4)) on 22-oct-2020. The most recent information was received on 26-aug-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("on scan only one device present / one in place and one was missing") in a 42 year-old female patient who had essure inserted (lot no. 50697310) for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criterion medically important), pelvic pain ("7 years of pelvic pain / constant pain"), abdominal distension ("bloating"), heavy menstrual bleeding ("very heavy periods"), headache ("headaches"), fatigue ("tiredness / fatigue"), mood swings ("mood swings"), insomnia ("insomnia"), urinary tract infection ("repeated uti infections"), endometriosis ("cysts endometriosis"), bladder disorder ("bladder problems") and discomfort ("discomfort") and was found to have weight increased ("weight gain"), uterine leiomyoma ("fibroids") and hormone level abnormal ("hormonal problems"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, bladder disorder, device dislocation, discomfort, endometriosis, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, insomnia, mood swings, pelvic pain, urinary tract infection, uterine leiomyoma and weight increased to be related to essure administration. The reporter commented: consumer was still suffering side effects from the device and wanted full removal. She sought revision surgery to remove the essure device. Medical professionals recommended her to undergo a hysterectomy. The procedure has been delayed as a result of the covid-19 pandemic. Receive date of initial report was 30-sep-2020 not 22-oct-2020. Lot number: 50697310. Manufacturing date: 2012-11. Expiration date: 2015-11-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-aug-2022: with follow up duplicate was detected to gb-bayer-2021-209757 (medwatch 3500a MFR number 2951250-2021-03190) which will be deleted in bayer safety database after all information was transferred to this record gb-bayer-2020-233662 which will be retained. New: new reporter (lawyer) was added. Patient birth date added. Essure insertion in 2013, indication was female sterilization, lot number: 50697310 manufacturing date: 2012-11 , expiration date: 2015-11-30 (quality result will be updated). New events added: bladder disorder, discomfort, hormone level abnormal. Comment added: she sought revision surgery to remove the essure device. Medical professionals recommended her to undergo a hysterectomy. The procedure has been delayed as a result of the covid-19 pandemic. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 22-oct-2020. The most recent information was received on 05-sep-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("on scan only one device present / one in place and one was missing") in a 42 year-old female patient who had essure inserted (lot no. 50697310) for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criterion medically important), pelvic pain ("7 years of pelvic pain / constant pain"), abdominal distension ("bloating"), heavy menstrual bleeding ("very heavy periods"), headache ("headaches"), fatigue ("tiredness / fatigue"), mood swings ("mood swings"), insomnia ("insomnia"), urinary tract infection ("repeated uti infections"), endometriosis ("cysts endometriosis"), bladder disorder ("bladder problems") and discomfort ("discomfort") and was found to have weight increased ("weight gain"), uterine leiomyoma ("fibroids") and hormone level abnormal ("hormonal problems"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, bladder disorder, device dislocation, discomfort, endometriosis, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, insomnia, mood swings, pelvic pain, urinary tract infection, uterine leiomyoma and weight increased to be related to essure administration. The reporter commented: consumer was still suffering side effects from the device and wanted full removal. She sought revision surgery to remove the essure device. Medical professionals recommended her to undergo a hysterectomy. The procedure has been delayed as a result of the covid-19 pandemic. Lot number: 50697310, manufacturing date: 2012-11 and expiration date: 2015-11-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-sep-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 26-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('on scan only one device present / one in place and one was missing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("7 years of pelvic pain / constant pain"), abdominal distension ("bloating"), menorrhagia ("very heavy periods"), headache ("headaches"), fatigue ("tiredness / fatigue"), mood swings ("mood swings"), insomnia ("insomnia"), urinary tract infection ("repeated uti infections") and endometriosis ("cysts endometriosis") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). At the time of the report, the device dislocation, pelvic pain, abdominal distension, menorrhagia, headache, fatigue, mood swings, insomnia, urinary tract infection, weight increased, uterine leiomyoma and endometriosis outcome was unknown. The reporter considered abdominal distension, device dislocation, endometriosis, fatigue, headache, insomnia, menorrhagia, mood swings, pelvic pain, urinary tract infection, uterine leiomyoma and weight increased to be related to essure. The reporter commented: consumer was still suffering side effects from the device and wanted full removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2021: extension of expected date of next report for ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('on scan only one device present / one in place and one was missing') in a 42-year-old female patient who had essure (batch no. 50697310) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonic cancer on 31-oct-2016, cholecystectomy in april 2013, vitamin d deficiency, parity 4, miscarriage, uti, hypothyroidism, tonsillectomy, appendectomy, bowel cancer, anemia, amenorrhea, polydipsia, nocturia, low mood, self esteem decreased, stag horn calculus, back pain, abdominal pain, kidney pain, urinary tract infection, vaginal bleeding, heavy menstrual bleeding and kidney stones. Previously administered products included for an unreported indication: mirena. Concomitant products included levonorgestrel (mirena). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("7 years of pelvic pain / constant pain"), abdominal distension ("bloating"), genital haemorrhage ("abnormal bleeding"), heavy menstrual bleeding ("very heavy periods"), headache ("headaches"), fatigue ("tiredness / fatigue"), mood swings ("mood swings"), insomnia ("insomnia"), urinary tract infection ("repeated uti infections"), endometriosis ("cysts endometriosis"), bladder disorder ("bladder problems") and discomfort ("discomfort") and was found to have weight increased ("weight gain"), uterine leiomyoma ("fibroids") and hormone level abnormal ("hormonal problems"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal distension, heavy menstrual bleeding, headache, fatigue, mood swings, insomnia, urinary tract infection, weight increased, uterine leiomyoma, endometriosis, bladder disorder, discomfort and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, bladder disorder, device dislocation, discomfort, endometriosis, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, insomnia, mood swings, pelvic pain, urinary tract infection, uterine leiomyoma and weight increased to be related to essure. The reporter commented: consumer was still suffering side effects from the device and wanted full removal. She sought revision surgery to remove the essure device. Medical professionals recommended her to undergo a hysterectomy. The procedure has been delayed as a result of the covid-19 pandemic. Ethnicity: british . It may be possible to use these to confirm that the essure devices are correctly placed within the fallopian tubes small subserosal fibroid removal detail: the claimant currently awaits removal surgery. The decision to remove the product was (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in november 2013: not reported; in december 2013: not reported. Hysteroscopy - on (B)(6) 2013: procedure: hysteroscopic sterilization essure surgery accurate. Endometrium thin 3 coils visible in right tube 5 coils visible in left tube; in september 2017: the cavity shape was normal. Both ostia were seen and the essure device was seen protruding through the right ostia and I did not identify the essure device at the left ostia. The endometrium appeared smooth globally, utero cervical length was 10 cm and a random pipelle biopsy was taken.. Magnetic resonance imaging pelvic - on 28-mar-2021: iucd in-situ and in satisfactory position. Bilateral essure microinsertion are also in satisfactory position. Ultrasound pelvis - on 12-feb-2009: clinical history: bleeding after 18 months amenorrhea with mirena coil impression: small subserosal fibroid. Iucd in situ within uterine cavity. Normal appearance of both ovaries. No adnexal pathology seen.; on 15-sep-2017: anteverted uterus with an endometrial thickness of 7mm. The myometrium has a coarse echotexture and 1 very small fibroid was seen with a diameter of 12mm. This fibroid does not disturb the endometrium. The left ovary has a normal appearance with an approx. Volume of 2cc. The right ovary has an approx. Volume of 28cc and contains 2 simple cysts, 2.7 x 3.0 x 2.4cm and 3.2 x 2.2 x 3.1cm. No adnexal pathology or free fluid seen. Lot number:50697310 manufacturing date:2012-11 expiration date: 2015-11-30 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital bleeding quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-jan-2024: race information, reporters, medical history, lab data added. .genital bleeding event added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) on 22-oct-2020. The most recent information was received on 25-feb-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('on scan only one device present / one in place and one was missing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("7 years of pelvic pain / constant pain"), abdominal distension ("bloating"), menorrhagia ("very heavy periods"), headache ("headaches"), fatigue ("tiredness / fatigue"), mood swings ("mood swings"), insomnia ("insomnia"), urinary tract infection ("repeated uti infections") and endometriosis ("cysts endometriosis") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). At the time of the report, the device dislocation, pelvic pain, abdominal distension, menorrhagia, headache, fatigue, mood swings, insomnia, urinary tract infection, weight increased, uterine leiomyoma and endometriosis outcome was unknown. The reporter considered abdominal distension, device dislocation, endometriosis, fatigue, headache, insomnia, menorrhagia, mood swings, pelvic pain, urinary tract infection, uterine leiomyoma and weight increased to be related to essure. The reporter commented: consumer was still suffering side effects from the device and wanted full removal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-oct-2020. The most recent information was received on 26-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('on scan only one device present / one in place and one was missing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("7 years of pelvic pain / constant pain"), abdominal distension ("bloating"), menorrhagia ("very heavy periods"), headache ("headaches"), fatigue ("tiredness / fatigue"), mood swings ("mood swings"), insomnia ("insomnia"), urinary tract infection ("repeated uti infections") and endometriosis ("cysts endometriosis") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). At the time of the report, the device dislocation, pelvic pain, abdominal distension, menorrhagia, headache, fatigue, mood swings, insomnia, urinary tract infection, weight increased, uterine leiomyoma and endometriosis outcome was unknown. The reporter considered abdominal distension, device dislocation, endometriosis, fatigue, headache, insomnia, menorrhagia, mood swings, pelvic pain, urinary tract infection, uterine leiomyoma and weight increased to be related to essure. The reporter commented: consumer was still suffering side effects from the device and wanted full removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: (B)(6) reference number ((B)(4)) provided. Reporter¿s information was update and a new reporter (B)(6) was added. Furthermore, the event injury was replaced by the event device dislocation, and the events pelvic pain, bloating, menorrhagia, headache, fatigue, mood swings, insomnia, urinary tract infection, weight increased, fibroids and endometriosis were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.